Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation, it was also observed that the display had a reddish tint.

Event description:
It was reported that the keypad is not responding appropriately. It was reported that the pump is not exposed to moisture and the keypad and pump are intact.